Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "belt temperatures too low after nip roller and heated section." The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that they were not getting a flow rate with the arctic sun device. The patient no longer need therapy, but wanted to make sure the device was okay in case it was needed for another patient later. Started device in manual mode with no pads attached. System hours was 9563.3. Pump hours was 9073.1. Flow rate (fr) was 1.8lpm, inlet pressure (ip) was -7.0psi, circulation pump command (cpc) was 47 percentage. Explained the device appeared to be functioning appropriately.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3: the device was not returned.

Event description:
It was reported that they were not getting a flow rate with the arctic sun device. The patient no longer need therapy, but wanted to make sure the device was okay in case it was needed for another patient later. Started device in manual mode with no pads attached. System hours was 9563.3. Pump hours was 9073.1. Flow rate (fr) was 1.8lpm, inlet pressure (ip) was -7.0psi, circulation pump command (cpc) was 47 percentage. Explained the device appeared to be functioning appropriately.